Event description:
It was reported that the patient's flows had been lower over the past week. The patient was not hypertensive and had a mean arterial pressure (map) of 65-75. The patient was also not hypovolemic as their diuretics were reduced the day prior and did not appear congested. An echocardiogram (echo) was performed that showed the patient's right heart looked stable. They were rehabbing nicely with normal end organ function. Log files confirmed momentary low flow events on (B)(6)2023 and (B)(6)2023 that did not generate alarms. The patient's low flows were likely left ventricle preload related due to a decreased right ventricular function. An echocardiogram (echo) was performed. The patient was started on milrinone on (B)(6)2023 at 5mcg/kg/min. The low flows improved. The patient would hopefully be discharged on milrinone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of decreased rv function could not be conclusively established through this evaluation. Evaluation of the submitted log files revealed that no atypical alarms were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The patient experienced further low flow events from (B)(6)2023 through (B)(6)2023 (MFR # 2916596-2023-02222). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas, including right heart failure. Section 4, ¿system monitor¿, states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.